Event description:
It was reported that the patient underwent a left knee revision approximately 8.5 years post implantation due to a loose tibial component. It was noted that the patient reported a fall. Attempts have been made and no further information has been provided.